Event description:
During the primary follow-up, the lead did not function as expected. During the explant procedure, there was blood found in the lumen of the lead. The lead was explanted and replaced. Further information was requested but not received.

Manufacturer narrative:
A complete lead was returned for evaluation in one piece for analysis. The complaint of ¿blood in the leads body¿ was not confirmed. Visual inspection of the lead revealed no blood on the outer coil and outer insulation. The helix was retracted and clogged with blood/tissue. Electrical testing did not reveal any indication of conductor fractures or internal shorts.